Event description:
An rn placed the ventilator into the 100% o2 suction mode. While suctioning with on inline ballard suction catheter, the md at the bedside noticed the ventilator stopped delivering breaths. The rn tried to troubleshoot but was unable to determine why the vent had stopped. The patient was removed from the vent and recovery vent with bag valve mask was placed. Respiratory therapist (rt) was called. The rt changed the vent out and the vent in question was sequestered for further review. Patient remained stable and no harm to patient.